Manufacturer narrative:
The third party service agent evaluated the device and verified the reported issue. It was observed that one of the battery connector pins was loose. After tightening the pin, proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The device was not returned to physio-control for evaluation.

Event description:
The customer reported that their device was intermittently losing power. There was no patient use associated with the reported failure.